Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19march2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reports the touchscreen unresponsive. No patient/user harm reported. Event date not specified; estimate used.

Manufacturer narrative:
Date of report: 12jul2019. Date received by manufacturer: 11jul2019. The manufacturer¿s field service engineer (fse) confirmed the reported touch screen failure issue. The manufacturer¿s field service engineer (fse) replaced the touch screen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.